Event description:
Revision surgery with exchange of the polarstem stem, femoral head, acetabular liner and acetabular cup due to femoral periprosthetic fracture and loosening of the hole thr. This patient is part of (B)(6) clinical study.